Manufacturer narrative:
Additional information: date of event. Additional information was received indicating this observation occurred during product testing. There was no patient involvement.

Manufacturer narrative:
One smiths medical cadd®-solis vip ambulatory infusion pump was received for analysis in good condition. The event history log was reviewed and noted high alarm displayed: cassette damaged; verifying complaint. The cassette detection pin is stuck causing the error message, "cassette damage". The device was opened and assessed finding no fluid ingression. Based on the evidence, the root cause of the complaint is due to the cassette detection pin. The pump was repaired.

Event description:
Information was received indicating that a cassette alarm occurred to a smiths medical cadd®-solis vip ambulatory infusion pump. There were no reported adverse effects.